Event description:
This concerns peeling of olympus scopes. When the problem was first noted the issue was brought to the attention of olympus. After many discussions with olympus and steris the problem has not been solved and the problem continues. At this point uf knows of no pt injury, only the potential for such. 8-6-96, scope peeling-major repair-pulled from circulation. 10/13/97, removed from circulation peeling sheath. 8-6-96, peeling-pulled from service. 5-20-97, scope peeling sent to olympus for free repair. 10-25-96, peeling; to be refurbished; should be free. 12-17-96, peeling cracked (repair should be free). 8/16/97, peeling; out of commission; not sent out yet. 8/27/97, sent back for repair of peeling. 8/27/97, sheath peeling sent back for repair (should be no charge). 8-28-97, peeling. 9-3-97, peeling. A replacement bronchoscope has been ordered for the repair of bronch. The sheath is beginning to peel at this time. 12-06-97.